Event description:
It was reported that an unspecified number of pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication and broke at the cannula during use. The following was reported by the initial reporter: "the customer (pharmacy) reported as follows: complaining that insulin doesn't come out in 1 of a few products, the patient brought one pen needle to the pharmacy. The pharmacist confirmed that the needle npe was not bent. The patient has received instructions on how to use. Bd is required to investigate the cause."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-31 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0231159, cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication and broke at the cannula during use. The following was reported by the initial reporter: "the customer (pharmacy) reported as follows: complaining that insulin doesn't come out in 1 of a few products, the patient brought one pen needle to the pharmacy. The pharmacist confirmed that the needle npe was not bent. The patient has received instructions on how to use. Bd is required to investigate the cause."